Manufacturer narrative:
Insulin pump was unable to prime during prime/delivery test due to faulty forced sensor resistor. Was unable to perform the no delivery test due to prime anomaly. Pump received with cracked battery tube threads, reservoir tube lip, scratched lcd window. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that blood glucose was high at 300 mg/dl and could not bring it down. During troubleshooting, it was found that there were air bubbles in reservoir and time and date was not correct. Customer was assisted with clearing air bubbles and correcting time and date. Insulin pump passed high pressure test. Customer also reported that insulin pump had two cracks at the battery compartment. Customer was advised that insulin pump would need to be replaced.